Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during a recanalization procedure of a calcified target lesion in the anterior tibial artery, the sound allegedly changed and the corewire was found to be broken. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During, microscopic observation, the distal tip of the device was examined under x-ray and it was noted that the distal tip was noted to be detached from the core wire and still attached to the outer catheter. The outer catheter was noted to be frayed near to the distal tip marker band. Based on these findings the investigation is confirmed for tip detachment and material frayed issue as the tip was detached and the outer catheter was noted to be frayed near to the distal tip. However, the investigation is unconfirmed for corewire fracture issue as the core wire was not broken. One electronic photo was provided and reviewed. The photo shows the distal part of the crosser catheter. It looks like the corewire was noted to be broken near to the distal tip, but not clearly visible in the provided photo. The distal tip was still attached to the outer catheter. Based on the provided photo the corewire fracture can not be confirmed. A definitive root cause for the reported core wire fracture and identified tip detachment and material frayed issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024), g3, h6 (device, method). H11: g1, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure of a calcified target lesion in the anterior tibial artery, the sound allegedly changed and the core wire was found to be broken. There was no reported patient injury.